Manufacturer narrative:
The investigation into the ventricle perforation has been completed since the original report was filed. The medical center in japan discarded all product at the time of explant. No benchtop analysis was possible to root cause; only the clinical report was evaluated. The root cause of the ventricle perforation was most likely use related as the clinical details specify that the pump was likely pushed deeper when placing the peel away or repositioning unit. The failure modes will be monitored and trended.

Event description:
The medical center in (B)(6) had an impella cp support that was escalated to the 5.5 pump. The cp was for just under 10 hours when explanted due to a left ventricle (lv) perforation attribute to the cp. The question the pump was improperly pushed/advanced into the lv when making adjustments at the femoral insertion site. The medical team in (B)(6) stated the relationship to the use of impella and lv perforation is unknown, at is may be the "original state" of the lv, but the causality can not be denied.

Manufacturer narrative:
The (B)(6) center in (B)(6) discarded all product at the time of explant. No benchtop analysis is possible to root cause. No imaging has been shared by the team in (B)(6). No root cause or causal relationship between the impella cp and the lv perforation can be made. The failure mode will be monitored and trended. The IFU notes the following: ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral. Vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.